Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number 3006705815-2020-00828. It was reported that the patient may undergo surgical intervention to explant the system. The reason for the surgery is currently unknown.

Manufacturer narrative:
No allegation reported on lead at this time.

Event description:
Additional information revealed that the patient was not receiving effective therapy. In turn, the ipg was explanted. No allegation against the implanted lead at this time.